Manufacturer narrative:
This report is submitted on june 14, 2022.

Event description:
Per the clinic the patient experienced a dislodged magnet during an MRI (specific strength not reported). Subsequently, the patient underwent revision surgery on (B)(6) 2022 to explant the magnet and replace with a new magnet. It was also reported that the patient developed an infection and was treated with antibiotics (specific type and duration not reported). The implanted device remains.